Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-11809. It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery. A 6 x 200 x 130 innova¿ stent was selected for use and implanted. Upon retrieval of the device, it was noted that the catheter was stuck on the v-18 control wire. The physician tried breaking the handle to free the guidewire, however they could not get the catheter to come back over the guidewire. Then they took the handle apart and were able to pull the guidewire out and threaded a second v18 control wire in order to remove the catheter from the patient. There were no patient complications and the patient status is fine.